Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the health care provider (hcp) requested the pump to be replaced for a possible delivery issue. The patient reported that the hcp increased the basal rates and the patient was using temporary increased basal but her blood glucose was elevated into the 200 mg/dl range; the patient denied having any symptoms. The patient reported that the sites appeared to be good; the patient denied having bent cannulas, leaking, or abnormalities noted at the site. The patient declined to remove the current site to examine as the patient stated that her bg was good that morning. The customer support walked the patient through troubleshooting the pump. The patient confirmed that the total daily dose indicated basal and boluses were delivered; the bolus history showed all boluses were delivered and added up correctly in the total daily dose. The patient confirmed that the basal history was correct and reflected the change to temporary basal at the correct time. Customer support advised the patient that there was no indicated that the pump malfunctioned. The pump was being returned due to the hcp request. This report is made based on the allegation that the pump may have malfunctioned.